Event description:
(B)(4). Same case as MFR ID: 2134265-2011-04852. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. Pre treatment cardiac catheterization performed at the time of the index procedure revealed a 100% stenosed and 40mm long lesion located in the distal right coronary artery with a reference vessel diameter of 2.5mm. There was total occlusion at the level of the crux with retrograde filling up to the crux. This was treated with predilation and placement of overlapping 2.5x24mm and 3.0x20mm taxus element stents resulting in 0% residual stenosis. One day later, the patient had elevated troponin levels (peak troponin= 0.36 ng/ml, uln= 0.11 ng/ml) and was diagnosed as having a myocardial infarction without ischemic symptoms. No action was taken to treat this event and the patient was discharged the next day later on aspirin and clopidogrel. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is not related to the taxus element stents.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).